Event description:
Related manufacturer reference number: 2017865-2019-14416. During an unrelated procedure, both the right atrial (ra) and right ventricular (rv) leads were noted and confirmed via fluoroscopy imaging as twisted together, resulting in some episodes of noise and oversensing on both leads. Both the ra and rv leads were explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise, oversensing, unacceptable threshold and twisted lead were not confirmed. As received, a partial lead (only the distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.